Event description:
The customer reported an x-ray switch stuck error message and a communication fail error message. The communication fail message will likely result in a system lock up, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.